Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room due to dizziness. Telemetry strips showed rv loss of capture. It was also noted the pacing thresholds had increased and pacing impedance measurements were high and out of range. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The proximal segment of the lead was returned, severed 163 millimeters (mm) from the terminal pin. Electrocautery damage was noted on the insulation. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.